Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. During the revision, the helix on the rv lead would not retract. The rv lead was successfully explanted; however, the helix was still extended. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.